Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling and redness around the implant site. Reportedly, swelling started for a couple of months ago. Antibiotics were prescribed; however, signs of infection had persisted. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, passed all the baseline tests and exhibited normal lead functions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling and redness around the implant site. Reportedly, swelling started for a couple of months ago. Antibiotics were prescribed; however, signs of infection had persisted. There were no additional adverse patient effects reported. The ra lead was explanted.